Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number is (B)(6). Qc was in range on the day of the event. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys ca 19-9 result from the cobas e 411 analyzer (disk system). The initial result was 7.4 iu/ml. The patient was retested at another lab with a result of 940 iu/ml. The initial sample was retested, and the repeat result was 710 iu/ml.

Manufacturer narrative:
The initial result reported was approximate. The exact initial result of 7.54 u/ml was provided. Another repeat result of 926.5 u/ml from the reported cobas e 411 was provided. The calibration and qc data provided were several days after the event. The customer has had several qc points out of range, which can indicate that there might be a general qc handling issue or an instrument issue present. The investigation was unable to determine a direct root cause.